Manufacturer narrative:
(B)(4). A photographic image was received and an evaluation was performed to investigate the reported event. From the photograph, white matter was observed on the sponge in the minicap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a tiny white particle inside of a minicap. This was noted before use of the device in therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.